Event description:
During an attempt at delivering defibrillation therapy during an "ep" procedure, the operator noted the lateral electrode appeared to dome and not adhere in the center of the electrode. Standard paddles were used to continue treatment. There were no adverse effects to the pt reported as a result of the alleged malfunction.